Event description:
The patient received her scs system including a neurostimulator receiver and leads. It was reported that the patient experienced a loss of stimulation. The leads were tested adn found to be intact and functional. The physician replaced the receiver system with a totally implantable pulse generator (ipg). The explanted receiver was returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed both manual and auto testing. It is possible the hybrid a has failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.